Manufacturer narrative:
As reported, post-implant of phasix st mesh, the patient underwent subsequent surgical intervention for lysis of adhesion and mesh removal. Based on the information available, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Adhesions is a known inherent risk of the device and is listed as a possible complications in the adverse reaction section of the instructions for use (IFU) supplied with the device.

Event description:
As reported, during an exploratory laparotomy procedure on (B)(6) 2021, the patient underwent drainage of fluid collection, removal of unspecified synthetic permanent mesh and a ventral hernia repair, during which a bard/davol phasix st mesh was implanted. As reported, the patient underwent a laparoscopic cholecystectomy, cholangiogram and lysis of adhesions on (B)(6) 2021. It was reported that the patient underwent another exploratory laparotomy procedure on (B)(6) 2022, during which some of the mesh was removed from an abdominal wound along with lysis of adhesions and small bowel strictureplasty.